Event description:
During endoscopic prostate surgery a dispersive electrode was used. The plate was applied on the behind (gluteus). The pt was placed in a gynaecological position. High engery power settings were used. During the procedure a smell of burnt skin was noticed which originated from a burn under the plate (upper right edge of the plate). When the dispersive electrode was removed a second degree burn was discovered under it. The precise size of the burn has not been indicated so far. The burn was treated with "fat (greasy) gauze." Another dispersive electrode was placed on the opposite gluteus and the surgery completed without further problems. The pt was characterized as of normal constitution. No weight and no age could be obtained despite of repeated requests for info. Skin was dry, the electrode adhered well. No shaving had been deemed necessary by hosp staff. Hair was present "in minimum amounts" under the gel but not at the very burn site. No esu safety feature has been used.